Manufacturer narrative:
Strip information: lot #17z14a1 .expiration date: 08/09/2019. Date strips opened: (B)(6) 2018. Once cartridge of strips open - expires within 30 days. Per test strips IFU ("upon opening the test strips cartridge, write date of opening in the designated space on the cartridge. Test strips can be used for 1 month from the first time the cartridge is extracted from its foil pouch. Do not use test strips beyond this period").

Event description:
On (B)(6) 2018 the user's mom contacted dario to report her son was taken to the hospital for high blood glucose readings. Bg reading at hospital was 212 mg/dl (hospital meter). User then checked bg reading with dario and reading was 345 mg/dl. In the initial investigation it was found that the customer had used expired test strips (cartridge opened in (B)(6) 2018). Since the event,user opened a new cartridge of strips and reports meter is reading well.